Manufacturer narrative:
The device is not expected to be returned for eval. The customer revealed that the failure was isolated to the speaker by swapping with a known good speaker assembly. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis. Info has been added to the database for trending purposes.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.